Event description:
It was reported that during an atrial fibrillation (afib) procedure, the catheter stopped deflecting towards the f curve. The issue resolved by changing the catheter and the case was completed without any patient consequence. This issue is not reportable malfunction. Upon receiving the product in biosense webster lab on (B)(6) 2015, it was noticed that the t bar was exposed thru shaft, leading to sharp edge at 2.7cm from the dome, making this event reportable.

Manufacturer narrative:
(B)(4).the returned device was visually inspected upon receipt and it was found that the transition area between lumen and peek housing was damaged, with dark red material. T bar was exposed thru shaft. An x-ray of the catheter was taken and it was noticed that one of the t bars slid down crossing the catheter lumen and got exposed. During manufacturing process all the catheters are inspected for visual damages before packaging. On line inspections are in place to prevent damage peek housing/tip from leaving the facility. In addition, a corrective action has been opened to address and resolve this issue (the t bar sliding down of its place). Due to one of the t bars was out of place, deflection test failed, concluding that the t-bar is the root cause of the deflection issue reported by the customer. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint has been verified.